Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected after meals blood glucose test result range is 120 to 130 mg/dl. Customer observed symptoms of feeling lethargic and slight speech slurring. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer felt better during the call. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed after meals from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of low blood glucose test results. Expected after meals blood glucose test result range is 120 to 130 mg/dl. Customer observed symptoms of feeling lethargic and slight speech slurring. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer felt better during the call. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed after meals from meter memory: 32mg/dl (B)(6) 2015 10:24am; 55mg/dl (B)(6) 2015 01:21pm; 82mg/dl (B)(6) 2015 06:17pm; 76mg/dl (B)(6) 2015 03:57pm; 72mg/dl (B)(6) 2015 07:12pm. Adverse event not reported.